Manufacturer narrative:
One sample was received. No damage was observed on the received sample functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. Email address: regulatory.responses@icumed.com.

Event description:
It was reported that during use of the cassette the pump exhibited a no disposable, pump won't run alarm. Per reporter bubbles were noted in the cassette tubing. Troubleshooting included tapping the cassette on a hard surface and reattaching. The alarm was not able to be resolved. Per reporter the settings were res vol 209.5 ml, rate 5.3 ml/hr and 34.50 ml was given. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional contact information: (B)(6). As no lot number was provided, d4: lot number and expiration date and h4 are unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.